Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead exhibited low pacing impedance and loss of sensing. No changes or intervention was performed. The patient was in stable condition.